Manufacturer narrative:
(B)(4).

Event description:
It was reported right after the lead was implanted, the lead impedance was measured below the lower out of the range. The lead did not remain implanted. No further information is available.

Manufacturer narrative:
Analysis was normal. No anomalies were found.

Manufacturer narrative:
Should have been reported as (B)(6) 2017.